Manufacturer narrative:
The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a patient had a bilateral xen®45 gts that failed so they had a bilateral bvt tubes. The device remains implanted. Eight months later, the patient had a "bilateral cataract sx + iol" performed. Six months later, patient had a repair of the bvt tubes in the left eye, which developed endophthalmitis, deemed not related to the xen®45 gts. Treatment was noted as vitrectomy and the bvt tube was explanted. Patient then had another drainage device, unknown brand, implanted into the eye. This is the same patient reported under MDR ID# 3011299751-2022-00041 (allergan complaint #(B)(4)). This record captures the left eye.